Event description:
The customer observed a falsely elevated potassium result generated on an architect c4000 processing module for one patient. Sid (B)(6) initial result = 7.54, repeat result = 4.11 (normal range 3.5-5.6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The technical support specialist (tss) inspected the instrument, performed extensive troubleshooting, and replaced multiple parts to resolve the issue. No additional discrepant ict patient result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues that may have contributed to the current issue. Trending review did not identify any trend related to the complaint issue. Review of the clinical chemistry systems product monitoring review did not identify any similar issues related to the architect system. The erratic result rates were within acceptable limits with no trends identified. No nonconformances related to the issue were identified. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000, sn (B)(6). Corrected information in section d10 concomitant product.